Event description:
The below report was received by health authority (reference number: (B)(4)) on 08-jul-2024. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On unknown date she experienced pain in hip ("and over the years I had a lot of pain in my hips, which kept getting worse") and joint pain ("the rest of the joints no longer hurt"). The patient was treated with surgery (to remove essure). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the pain in hip and joint pain had resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to pain in hip, joint pain or medical device removal. The reporter commented: I had essure inserted in 2007/2008, and over the years I had a lot of pain in my hips, which kept getting worse. On (B)(6) 2023, after essure removal, I had no more pain, and the rest of the joints no longer hurt. Discrepancy noted in essure insertion date: 2007 & 2008. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4) ) on (B)(6) 2024. The most recent information was received on 18-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On unknown date she experienced pain in hip ("and over the years I had a lot of pain in my hips, which kept getting worse") and joint pain ("the rest of the joints no longer hurt"). The patient was treated with surgery (to remove essure). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the pain in hip and joint pain had resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to pain in hip, joint pain or medical device removal. The reporter commented: I had essure inserted in 2007/2008, and over the years I had a lot of pain in my hips, which kept getting worse. On (B)(6) 2023, after essure removal, I had no more pain, and the rest of the joints no longer hurt. Discrepancy noted in essure insertion date: 2007 & 2008. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.